Event description:
It was reported that an ilet user experienced prolonged hyperglycemia with a highest recorded blood glucose of 441 mg/dl while using a teflon infusion set on the abdomen and a dexcom g7, attributed to the user not comprehending that dosing had stopped and not entering a fingerstick value into the ilet after the continuous glucose monitor (cgm) connection failed, which delayed therapy until dosing was resumed with a fingerstick entry. Symptoms included distress, and irritability consistent with hyperglycemia, outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.